Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, a vertical split rupture was noted in the middle part of the balloon upon first inflation at 6 atm for 20 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.